Event description:
It was reported to philips that the device is failing the operational check. There was no patient involvement.

Manufacturer narrative:
The field service engineer evaluated the device and could not find any faults. The field service engineer evaluated the device and could not find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.